Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient has a previously reported incident, see reference (B)(4). After the incident resolved, the patient was fit with a device, soft contact lens, from a different manufacturer and was provided with diagnostic lenses from his eye care provider. The patient ran out of the diagnostic lenses prior to receiving his purchased supply and returned to use with the coopervision manufactured clariti 1 day contact lenses and experienced a similar incident, with symptoms of eye discomfort, redness, pain, photophobia, and swelling. The patient sought medical attention where it was noted that he had severe punctate staining in the left (os) eye and was referred to hospital eye services for further care. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.